Manufacturer narrative:
Results: the ruby coil was received with the pet lock intact on the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil had offset coil windings in multiple locations. The pusher assembly was kinked approximately 9.0, 20.0, 43.0, 76.0, 97.0, and 113.0 cm from the proximal end of the pusher assembly. The introducer sheath was ovalized approximately 10.0 cm from the proximal end of the introducer sheath. The maximum outer diameter (od) of the embolization coil was measured and was found to be within specification. Conclusions: evaluation of the ruby coil revealed several kinks along the length of the pusher assembly. This damage may have occurred due to forceful manipulation of the ruby coil at extreme angles during insertion into a microcatheter, and likely contributed to the initial resistance felt by the physician. The embolization coil had multiple offset coil windings along its length. This damage may have occurred due to repeated manipulation of the ruby coil against resistance. Further evaluation revealed the introducer sheath was ovalized near the proximal end. The ruby coil was able to be cycled in and out of the introducer sheath without resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while the physician was attempting to deploy a ruby coil into the gda using another manufacturer's microcatheter, the coil was unable to advance out of the end of the microcatheter. The physician made a few attempts to advance the ruby coil out of the microcatheter but encountered resistance. The physician stated that it felt like the coil "hit a wall". The ruby coil was then removed and the procedure was completed using gelfoam and the same non-penumbra microcatheter. It should be noted that the physician flushed the microcatheter in between each coil but did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush. There was no report of an adverse effect to the patient.